Event description:
Approximately 1 month following implant of excluder devices, the patient presented with single limb occlusion. Reportedly, the patient had symptoms of claudication for 2 to 3 weeks prior to seeing the physician. The physician decided to place a femoro-femoral bypass to perfuse the opposite leg.